Event description:
It was reported the devices were used during a laparoscopic cholecystectomy. It was reported the er320 devices were fired and the clips in the three er320 devices did not close completely (proximally). There was no consequence to the pt.